Manufacturer narrative:
The pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end and kinked in multiple locations. The embolization coil was detached from the pusher assembly, unraveled, and tangled within its unraveled coil winds. The stretch resistant wire (sr wire) was fractured. Evaluation of the returned device revealed the pusher assembly was fractured and kinked, and the embolization coil had a fractured sr wire and was unraveled and tangled. This damage was likely incidental, and likely occurred after successful withdrawal from the non-penumbra microcatheter. The incidental damage may have occurred during packaging the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and the ruby coil was unable to advance; therefore, it was removed after several failed attempts to advance it. The procedure was completed using the same non-penumbra microcatheter and additional coils. In addition, the physician reported not maintaining continuous flush or using a rotating hemostasis valve. There was no report of an adverse effect to the patient.